Event description:
It was reported that the deep brain stimulation (dbs) patient experienced oozing on their left scalp near the extension connector. The physician assessed that the connector of the extension wire may have caused some erosion that allowed the opportunity for infection. The patient was prescribed antibiotics and underwent a procedure to inspect and clean the wound. Cultures were taken but the results were not provided. Physical analysis was not conducted in our laboratory, as the device remains implanted in the patient.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between 20mar2024 or 21mar2024. Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7108811 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7099183 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: 7102113 batch: 7102113 product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial:(B)(6)batch: 554560.